Manufacturer narrative:
Damaged firing mechanism. Evaluation summary: the analysis results found that the atw45 device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional test could be performed with the device as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. It should be noted that at least a 100% inspection takes place during mfg to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that the doctor fired the device and was unable to remove the device from the tissue. The doctor tried to shake it free from the tissue, but was unable to free it. At this point, he used a grasper to peel off the tissue from the anvil. There was no pt consequence reported.